Manufacturer narrative:
The promus element plus ous 2.50x20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Examination of the crimped stent identified that the proximal end struts were raised and misaligned. The undamaged stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. The target lesion was severely tortuous and calcified. The 2.50x20mm promus element plus drug eluting stent was introduced but could not cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, device analysis revealed stent damage.